Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a new patient was able to uploaded in demo mode successfully and the system passed all testing. No erratic behavior was observed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system went unresponsive twice during setup for the case. The screen went black for 30-60 seconds during planning and then spontaneously came back on to the same place in the software. The screen also went black when trying to import scans for different patients from the same usb drive. The manufacturer representative was able to import, show patient name and create a new patient in the software, but the screen would go black with a white cursor and then back to the login screen. During the procedure, the first trajectory was inaccurate by 2 mm. The trajectory was low and lateral. The surgeon tested accuracy on the effector and the instrument was in the divot, but showing on the edge. A new snapshot was done and the the surgical arm was sent back to the first trajectory. The system was still inaccurate by 2 mm in the same direction. Navigation accuracy was checked by placing the pointer on the cage, and pointer appeared as if it was in bone. The surgeon attempted to re-register the patient, but registration could not be completed. The representative noted that segmentation could be completed, but green or yellow registration values could not be achieved for 3 or 4 of the trajectories. The representative suspected the registration difficulty was due to the decompression and placement of the cage prior to registration. No screws were placed and the use of the guidance system was aborted. The case was completed with navigation. The surgeon had preformed decompression, laminectomy, and cage insertion using navigation prior to using the guidance system. There was no patient harm and the procedure was delayed less than an hour. After the procedure, the representative continue to have diffi culty loading the exam onto the system. The representative pulled the exam onto a navigation system via pacs, transferred the exam onto a usb and then tried load the exam on the guidance system. An exam on a disc was also tried, but the software still crashed. The cause of the system being unresponsive was not determined.